Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor buttons are stuck and one is jammed inside the serter. The customer indicated that this has malfunctioned 4 times in the last 2 days. The customer's blood glucose reading was 122 mg/dl at the time of incident and 45 mg/dl this morning. Troubleshooting explained possible causes and advised customer that the device would be replaced and to return the product for analysis.